Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two tubes failed to inflate during pre-check test and were discarded. The other two were not used and will be returned for investigation. Customer reported that there was no patient involvement.